Event description:
The account stated the left foot siderail just fell off the bed.

Manufacturer narrative:
Findings: first occurrence, monitor field performance. The technician replaced the left foot siderail and the attachment screws to repair the bed.